Manufacturer narrative:
(B)(4). Date sent: 05/21/2020. D4: batch # u5a80z. Additional information was requested, and the following was received: 1. Was the cut line complete with some of the staples missing, random or not in a continuous circle (incomplete staple line)? Some staples missing. Device analysis: the analysis results found that the cdh33a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event: only event year is known: 2020. Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Per photographic evaluation: 3 photos were attached. The 1st, 2nd & 3rd photos shows tissue outside of patient and what appears to be white plastic is noted. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Clarification needed: was the cut line complete with some of the staples missing, random or not in a continuous circle (incomplete staple line)? Or was the cut line and staples line equal but not in a continuous circle (partial fire)?

Event description:
It was reported that during a sigmoidectomy, only half of staple fired, and the white plastic is left on the tissue, but the white washer on the device is intact and has no missing corners. The stapler not fully staple on the tissue resulted to incomplete anastomosis. Surgeon used another cdh33a to complete the surgery. There were no patient consequences.